Event description:
It was reported to philips that the therapy pca required replacement. There was no patient involvement.

Event description:
It was reported to philips that the therapy pca required replacement. An authorized field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and it was determined that the therapy pca needed to be replaced. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy pca. The therapy pca was replaced to resolve the reported issue and the device remains at the customer site. No further evaluation is required at this time.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the therapy pca required replacement. There was no patient involvement.

Manufacturer narrative:
The therapy pca (part number: 453564050911) with serial number: (B)(6) was returned to philips for failure analysis. The pca was visually inspected for signs of wear, damage, corrosion, or missing components, and no anomalies were found. The therapy board under test was placed on the test fixture, and the fixture turned on with the mrx therapy knob set to monitor. The device powered up in service mode. It also displayed a red x symbol in the rfu window, indicating that the device was not ready for therapy delivery. Three manual shocks were not successful. In addition, the device would not charge to 200 joules. The mrx therapy knob was then set to 170 joules , and the operational check failed. The therapy pca was malfunctioning.